Event description:
It was reported that the patient had an inappropriate shock just after implant due to oversensing of noise via air bubbles. The system therapy was programmed off. The system has been reprogrammed. There were no additional adverse patient effects. The system remains implanted.